Event description:
Per maude event report form #(B)(4), during an unknown procedure; the device would not deploy during a surgical intervention. It is not known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: contacted the account and they stated that the procedure was a laparoscopic appendectomy procedure and the device was difficult to open and after the device was fired bleeding occurred. The surgeon placed clips to control the bleeding. The contact at the account stated that the appendix had already ruptured prior to the procedure. A second device was pulled to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.